Manufacturer narrative:
(B)(4). Method: (film evaluation), results: inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (anatomy related (severely tortuous iliac arteries) and the patient sitting for long periods of time). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related (severely tortuous iliac arteries) and the patient sitting for long periods of time).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck was 25 mm in diameter at the renal arteries and 15 mm in length. The iliac arteries were mildly calcified moderate to severe tortuosity. It was reported that the patient presented with leg pain. The CT revealed that there was occlusion in the stent grafts (contralateral limb and bifurcated stent grafts). There was a bend in the stent grafts where the contralateral limb and the bifurcated are overlapped. The physician believes the cause of the occlusion was related to the patient's anatomy of moderate to severe tortuosity iliac arteries and the patient is prone to sitting for long periods of time. The physician treated the patient with a thrombectomy, kissing balloons, and bilaterally implanting two 10x38 icast stents. The final angiogram revealed that the blood flow was restored. No clinical sequelae were reported and the patient is fine. The film evaluation has been completed. A single returned angiogram image showed that the left (contra) limb is completely occluded beginning at the bifurcate aortic body. There were no visible kinks or bends seen; however, the image quality of the film was poor (blurred). The cause of the occlusion could not be determined.